Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happened again.